Event description:
The motor driver motherboard had a shorted co,ponent, which caused the board to overheat causing the motor control cable jacket to smolder. The dr was able to finish the case. The pt was not injured.